Event description:
It was reported that the pump alarmed "primary audible alarm background test". No patient injury was reported.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found a crack on the right plunger case. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Occlusion and audio tests were performed; however the cause of the reported problem could not be determined. The root cause of the reported issue was undetermined as the issue was not duplicated, however replacing the speaker corrected the issue. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records, corrected data: corrections: d4: model number:4000.

Manufacturer narrative:
Additional information received on 22july2022 via email and attached to complaint object: date of the event: (B)(6) 2022, it is unknown if the event occur during patient use; the event did not result in patient harm, it is unknown if a medical intervention was required; the outcome of the event is ongoing.